Event description:
Na

Event description:
The ve left ventricular assist device was implanted on 11/17/1999. During the 14 post-operative days the pt had problems with low flows several times with flows of 1 to 2 liters. A thoracotomy was performed and the pump was manipulated by hand to improve pump filling. This was successful for a few days with filling of the pump to almost normal. On 12/04/1999, the pt had low flow problems again. A second thoracotomy was performed and some perforations at the inflow site were found. The apical sewing ring was exchanged and a new one was inserted; however, the pt did not recover and died the same day, 12/04/1999.